Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2014, due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility, metal poisoning, elevated metal ion levels, and metallosis. Additional information received in patient medical records indicates that hip revision procedure was performed on (B)(6) 2014 due to pelvic discontinuity fracture nonunion, abductor mechanism rupture and insufficiency, leg length discrepancy, spinal stenosis and spondylolisthesis. The patient¿s operative report noted bursitis, chronic abduction mechanism rupture, synovitis, medially bone loss, fibrous tissue, scarring, a fractured acetabular screw, loose acetabular screws, loose acetabular component, and defect of the anterior column and wall with discontinuity of pelvis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03951 /-05373 & 2015-00781 /-00782).